Manufacturer narrative:
The reported event of stylet could not be inserted was confirmed. As received, a complete lead was returned in one piece. The j-stylet that was used in the field was not returned with the lead. The lead was tested with a j-stylet and insertion restriction was noted at the distal region of the lead. The lead was dissected, and visual examination found dried blood/body fluids clogged inside the inner coil. The cause of the reported event was isolated to the dried blood/body fluids clogged inside the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported the patient presented for initial implant procedure. During the procedure, the lead was unable to advance over the guidewire. The lead was replaced to complete the procedure. The patient condition was unknown.